Manufacturer narrative:
The event was reported in error.

Manufacturer narrative:
Device was able to charge properly. Device failed to communicate and sync during radio frequency association, problem was isolated to electronic assembly. Unable to perform functional test due to communication anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 416 mg/dl. Customer's blood glucose value was 416 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2019. The customer did not state how they treated hyperglycemia. The customer states that they were changing transmitter at the time. The product was returned for analysis.